Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed with the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an unusual noise during the system check procedure.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. During functional testing, the driver performed as intended and passed all sections of testing. Additional testing was performed and a distinct chattering sound was heard coming from the left compressor during each boot up session. The customer-reported noise emanating from companion 2 driver was confirmed and reproduced during investigation testing. The root cause was determined to be a malfunction of the left compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an unusual noise during the system check procedure.